Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that customer was having low blood glucose value of 54 mg/dl. Customer was treated with glucagon emergency kit. The customer was not using insulin pump on auto mode feature and was using sensor. The product will not be return for further analysis.